Event description:
The customer reported having high blood glucose. The glucose reading at time of call was 233 mg/dl. The customer stated that insulin was leaking past the o-rings. No further info was provided.

Manufacturer narrative:
Inspected one opened used reservoir and performed manual prime and high-pressure tests. The reservoir passed the tests and no leaks or defects in the o-rings were observed during analysis. The reservoir was connected and locked in place properly.